Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information:

Event description:
It was reported that a patient underwent an operation for a hemorrhagic malignant gastric lymphoma on an unknown date and an absorbable hemostat was used because exudative bleeding continued from the pancreas head. The bleeding was not able to be stopped. The patient received an emergency pancreaticoduodenectomy. The patient lost 6000 ml of blood. Currently, the patient's condition has improved.